Event description:
Reporter states, customer was unresponsive with blood glucose result of 130 mg/dl taken on the advantage system; paramedics were called, and received result of 32 mg/dl taken 20 minutes later. Customer was treated with "sugar water." L1 control was run and out or range; l2 was run and in range. The customer did not provide the location where the discrepant result was obtained. Requested return of suspect device and replacement was sent.